Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the screen of the joystick is black and will not come on and will not turn off.